Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Device programming was performed successfully.